Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 24-jul-2020. The most recent information was received on 05-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the low belly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("pain in fingers, wrists, elbows, feet, toes, joints"), headache ("headache"), speech disorder ("speech difficulty"), memory impairment ("memory blanks and absences for several seconds"), visual impairment ("vision disorder"), glaucoma ("glaucoma in both eyes"), menorrhagia ("haemorrhagic periods with enormous blood clots"), vaginal discharge ("disabling white discharge"), fatigue ("extreme fatigue"), depression ("depression") and dry mouth ("feeling of dry mouth"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, arthralgia, headache, speech disorder, memory impairment, visual impairment, glaucoma, menorrhagia, vaginal discharge, fatigue, depression and dry mouth outcome was unknown. The reporter considered abdominal pain lower, arthralgia, depression, dry mouth, fatigue, glaucoma, headache, memory impairment, menorrhagia, speech disorder, vaginal discharge and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-jul-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain lower ('pain in the low belly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("pain in fingers, wrists, elbows, feet, toes, joints"), headache ("headache"), speech disorder ("speech difficulty"), memory impairment ("memory blanks and absences for several seconds"), visual impairment ("vision disorder"), glaucoma ("glaucoma in both eyes"), menorrhagia ("haemorrhagic periods with enormous blood clots"), vaginal discharge ("disabling white discharge"), fatigue ("extreme fatigue"), depression ("depression") and dry mouth ("feeling of dry mouth"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, arthralgia, headache, speech disorder, memory impairment, visual impairment, glaucoma, menorrhagia, vaginal discharge, fatigue, depression and dry mouth outcome was unknown. The reporter considered abdominal pain lower, arthralgia, depression, dry mouth, fatigue, glaucoma, headache, memory impairment, menorrhagia, speech disorder, vaginal discharge and visual impairment to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.